Event description:
A hosp in (B)(6) reported via our distributor that the pins were bent on an rt104 adult breathing circuit. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The product referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. Method: the returned rt1046 breathing circuit was tested for bent pins. Results: the inspiratory limb heater wire pin on the breathing circuit was bent, preventing full insertion of a heater wire adaptor. A lot check could not be performed as no lot # was provided. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by health care facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. Damaged pins do not preclude ventilation of the pt, but prevent the heating of the gas delivered. (B)(4).